Event description:
Information received by medtronic indicated that they visited emergency room due to high blood glucose. Customer blood glucose was in the range between 25.4 mmol/l to 31 mmol/l to at the time of incident. Customer stated symptoms related to high blood glucose were tired, weakness and dry mouth. Customer was using insulin pump within 48 hours at the time of event. No further complications were reported. The insulin pump was returned for the analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w 6.7v. Retainer ring = black. Case type = ngp. The customer was hospitalized for alleged high bg's on (B)(6) 2022. On svn (B)(4) the customer alleged pump error 53 on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. As per global logic analysis (esf#(B)(4)), pump error 53 alarms (line number: (B)(4), file number: (B)(4)), suspected on hw. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Pump was cut open to perform visual inspection and found¿moisture damage¿on the electronic assembly. No damage noted on the motor or force sensor. The pump passed the functional testing. Unable to confirm alleged high bg's. Pump error 53 confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.